Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following description: during ventilation of a patient, the device alarmed with the following: , 276/(B)(6) 2026, 08:55:30/power /on ventilation software, 277/(B)(6) 2026 , 06:59:25/power /off ventilation software, 287/(B)(6) 2026, 06:52:15/tf /446029, 288(B)(6) /20268 ,06:52:15/tf /431001, 289/(B)(6) 2026, 06:52:15/tf /1746004, 290/(B)(6) 2026, 06:52:15/tf /1446029, 291/(B)(6) 2026, 06:52:15/tf /1485001, 421/(B)(6) 2026, 08:50:52/mode /psimv+ => (s)cmv. Manual ventilation (bagging) was required until the patient was connected to another ventilator. No harm to the patient was reported.